Event description:
Hole noted in back of foley bag where the circle indents are located. The spine was bent and inside of the "racetrack". The bag was changed, but unable to change catheter as they were doing a ventriculostomy clamp trial and icp's did not allow for a change.